Event description:
Revision surgery - surgeon reported patient complained of an unstable painful knee about 3 months after primary surgery. Insert revised to 13mm. Surgeon stated knee appeared more stable.